Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was at 163 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as getting woozy, vomiting, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering. The customer was using the recalled sets. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test. Unit passed dat test at 0.0881 inches. No over delivery anomalies noted. Unit received with cracked case at display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.